Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a problem accessing the catheter access port. The health care provider was also unable to fill or aspirate the reservoir. The drug used in the pump at the time of the event was not known. Additional info has been requested; f/u report will be submitted if additional info becomes available.